Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative maneuvers were performed; the noise was not able to be reproduced. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.